Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Pump received with scratched lcd window. Device was received cracked case display window corner. The insulin pump was received with cracked reservoir tube lip. The device was received with cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 11.5 mg/dl. Troubleshooting was not performed. The device was returned for analysis.